Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based, is anticipated. Once the product is rec'd any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch 513621sp, mfg date: 04/30/2010, exp date: 05/31/2015. Batch 499971sp, mfg date: 08/20/2009, exp date: 09/30/2014. In addition, a review of the batch manufacturing records was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a pt underwent a surgical procedure on an unk date and a drain was placed. On (B)(6) 2010, the drain broke into two pieces while the surgeon tried to pull it out. One piece remained in the pt's body. It was removed after performing a second laparoscopic surgery to take it out.